Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's family withdrew the patient's care and the patient passed away due to cardiogenic shock. The device was not explanted and will not be returned for evaluation. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The device reportedly operated as expected and the patient's outcome was not considered to device-related. No autopsy was performed. The device was not explanted and was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists death as an adverse event which may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.